Event description:
A customer reported to baxter (B)(4) of a control a-flo extension set in which a leak was observed at an unknown location. The reported condition occurred during patient use. A patient was involved but, there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one defective sample was available for evaluation. Visual inspection confirmed damaged luer lock. Functional test confirmed leakage at the level of luer lock. The root cause of the reported condition is not identified and no corrective action was required at this time. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.